Event description:
Sample barcode reader misread 12 sample tubes in a row. The eye readable identification number on the sample tube did not match the sample number that was presented on the data printout from the analyzer. The mis matched sample ID numbers has the potential to result in the test results from one sample being assigned to a different sample. Retesting by the customer using the same analyzer confirmed the misreads. The sample ID misreads were confirmed to a specific roll of sample ID labels in use at the customer site.